Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to low blood glucose (bg) level of 43mg/dl. The customer was treated with intravenous glucose, and was discharged one and a half hours later in "stable" condition. Reportedly, the cause of low bg was unknown, however, the insulin gauge was inaccurate which resulted in the customer performing a cartridge change. Tandem technical support performed a review of the pump data logs and found that the customer did not perform the load sequence correctly. Reportedly, the customer performed steps of the load procedure multiple times. The contact was unable to determine if the customer was connected at the site during the fill tubing step of the load process. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.